Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.50/+2.0/107 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to high vault and pupil block with elevated intraocular pressure (iop). The lens was replaced with a shorter lens and the problem was resolved. Post-op the iop was 12 mmhg, vault was 750um and bcva 20/25. The oversized lens caused the pupil block and high pressure.

Manufacturer narrative:
H6- medical device problem code: 1583 should be corrected to 2993. B5- "the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.50/+2.0/107 (sphere/cylinder/axis), into the patient's right eye (od) on 06-may-2022. The lens was explanted on 13-may-2022 due to elevated intraocular pressure (iop) with pupil block. The lens was replaced with a shorter lens and the problem was resolved. Post-op the iop was 12 mmhg, vault was 750um and bcva 20/25. The oversized lens caused the pupil block and high pressure. Claim# (B)(4).